Manufacturer narrative:
The cios alpha was repaired the same day as the board was replaced. The system was returned to the customer. The reported issue is under investigation and a supplemental report will be submitted once add'l info has been received. This report was submitted 06/19/215. (B)(4).

Event description:
Siemens became aware of a defective board, which prevented the startup of cios alpha system displaying an error. This occurred before a surgical procedure. The pt was under anesthesia on the table. The surgery had to be canceled and the pt had to be wakened and rescheduled for a different day. There are no injuries attributed to this event. The reported event occurred on (B)(6).

Manufacturer narrative:
The investigation of the returned coca component showed that the capacitor on the backplane of the coca component had not discharged during the shutdown. This may have led to an unrecoverable reset condition of the coca component. The reported issue occurs under random circumstances and it does not affect the stability of a running system. This coca failure occurs only when system starts up or reconnects. The discharge of the capacitors of the coca backplane was stabilized. A customer safety advisory notice (csan) on how to avoid patient procedure interruption in case of a potential system failure was distributed via an update instruction xp038/15/s (reported under c&r 2240869-08/24/15-0028-c; z-0118-2016) to the installed base. The hardware replacement, which resolves the potential malfunction, has been already released as well via an update instruction xp037/15/s. The spare part stock has been updated and only the improved coca components are available at the spare part stock.